Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving baclofen (2,000 mcg /ml, 757.7 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. Information received reported a motor stall seen at initial interrogation. It was noted the patient did have a recent magnetic resonance imaging (MRI). Pump status and/or event logs reported motor stall occurred. Multiple motor stalls and recoveries were noted. The first recorded motor stall occurred on (B)(6) 2019. A motor stall recovery occurred on (B)(6) 2019. A motor stall occurred on (B)(6) 2019. A motor stall recovery occurred on (B)(6) 2019. A motor stall occurred on (B)(6) 2019. A motor stall recovery occurred on (B)(6) 2019. A motor stall occurred on (B)(6) 2019. The rep confirmed there were no sources of electromagnetic interference (emi) or magnetic sources present. The patient experienced increased spasticity. The rep stated they were in the middle of the replacement and they planned on replacing the pump today ((B)(6) 2019).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.